Event description:
I am (B)(6). I was talked into getting the essure procedure done by my doctor, after asking for a tubal ligation. She acted like I was crazy for wanting the tubal because the essure was so much easier and an in and out procedure, with no down time. I had my procedure done (B)(6) 2013, it took her about 45min to 1hour to place the coils. One side she had trouble on, so gave it a rest and switched to the other, then came back and finally got it placed. After the procedure I had non-stop bleeding, back pain, cramping, bloating, and sharp pains in abdomen. Now, (9 months later) after calling and complaining constantly, she had me do a transvaginal ultrasound that found that one coil had migrated into my uterus. Long story short, my doctor will be giving me a partial hysterectomy, taking out both fallopian tubes and uterus. I would definitely advise against getting this done. I am so upset I am having to get a partial hysterectomy at the age of 25. I will never again listen to a doctor without doing a lot of research on a product first!